Manufacturer narrative:
Additional information: charger 1 & 2 boards evaluation available. Analysis on the returned pcba battery charger 1 determined that there was an electrical failure. Bench and functional test failed. Charger b output test failed. Zero dc voltage was recorded. Analysis on the returned pcba battery charger 2 determined that there were leaky capacitors visible on the board. However, showed that there was no functional problems found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacture representative inspected the imaging system onsite and confirmed the reported issue. The charger 1 and 2 boards would not charge the x-ray batteries. The charger boards were replaced and the issue resolved. A full system checkout was completed after part replacement and all tests passed. The charger boards have been returned to the manufacturer for evaluation, however results are not yet available.

Event description:
Information was received from a manufacturer representative regarding an imaging system outside of a procedure. It was reported that the x-ray batteries were not charging. There was no patient present when this issue was identified.